Event description:
Bled a lot and had to remain in hospital overnight. No longer able to transfer from wheelchair without assistance when discharged from hospital. The company sent representatives to doctor's office to check on how the pacemaker was working. On the second visit they advised patient that it was not communicating with him. Kept getting worse. Had a gi bleed. After his death on (B)(6) 2022, the funeral home contacted us before the cremation to advise that they were unable to locate the pacemaker to remove before cremation. Looked again after talking with family. Never found the pacemaker. We are concerned that this may have contributed to his death and we do not want another person (or their family) to have to go through this.